Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was broken. A 10 mm x 25 cm interlock¿-35 was selected for use to facilitate embolization. During procedure, it was noted that the coil was broken. The device was then removed and another of the same size coil was placed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the coil was broken in two pieces. The coil was returned kinked near the interlocking arm. The delivery wire was not returned. The main coil zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The coil dimensions that could be measured were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil was broken. A 10mmx25cm interlock -35 was selected for use to facilitate embolization. During procedure, it was noted that the coil was broken. The device was then removed and another of the same size coil was placed. The procedure was completed with another of the same device. No patient complications reported and the patients' status was fine.